Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient wanted to have a check up on his ins while he was in the pain management clinic for an infusion. Upon meeting with the patient he mentioned to the rep that he had lost the controller for his cervical in s and didn't know how to get it charged. The rep helped the patient connect and charge. While his cervical (upper extremity) ins was charging the rep checked out his thoracic (lower extremity) ins ((B)(6)). The patient said his lower one was giving him great c overage still and happy with how it is going. The rep performed an impedance check and discovered some high impedances with electrodes showing do not use (see attached session reports). After the cervical ins was charged the rep checked the patient's upper stim. The patient's existing settings weren't giving him coverage. The rep ran another impedance check and discovered he had several high I mpedances. The cervical ins ((B)(6)) impedance check said to avoid using contacts 2,3,6,8,9,10,11,12,13,14,15. The rep was able to reprogram and got really good coverage in the patient's left arm which is where he needed coverage. The patient left pleased to have both batteries working and giving good coverage. The issue resolved. It was unknown what factors may have led or contributed to the high impedances.

Manufacturer narrative:
Continuation of d10: product ID 97715, serial# (B)(6), implanted: (B)(6) 2018, product type implantable neurostim ulator product ID 39286-65, serial# (B)(6), implanted: (B)(6) 2010, product type lead product ID 39565-65, serial# (B)(6), implanted: (B)(6) 2010, product type lead this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.